Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, the distal end rubber coating of the device was torn off during preparation for use. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of the initial MDR from march 4, 2022, to feb 9, 2022, and to correct the date of device receipt (see section d9). In addition, this supplemental report is also to provide additional information based on the legal manufacturer¿s investigation. The legal manufacturer reviewed the device history record and confirmed that the device was shipped in accordance with its specification. The complaint database was reviewed, and there was no similar complaint found from the same user facility and/or with the same device. The root cause cannot be determined at this time, as the detailed inspection of the device has not yet been completed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The evaluation confirmed the user¿s report (torn bending section cover), which caused the device to fail the leakage testing. There were minor scratches noted from the distal end cover (c-body). There was 15+ image guide fiber breakage. There were buckles noted on the insertion tube at 105 mm from the distal end. There were multiple tiny bubbles found on the control body during leakage testing. There were minor scratches found on the eyepiece.